Manufacturer narrative:
Because the customer reported her issue through email, customer service requested via an email response that the customer call so that her issue could appropriately be addressed. Customer service also provided troubleshooting to the customer via email, advising that she inspect the faceplate and back plate for damage; inspect and clean the diaphragm; disassemble, inspect, clean and reassemble the kit and tubing set; and included a link for online troubleshooting videos. On 04/13/2018, the customer was contacted by a complaint handler to get additional information. On 04/19/2018 the customer responded indicating that she had mastitis twice, first at the end of (B)(6) and then again currently and she was prescribed antibiotics on both occasions. The customer confirmed that she did get the troubleshooting tips; however, she had not had a chance to try them. On 04/23/2018, the customer was again contacted by a complaint handler to find out if she had tried the troubleshooting or contacted customer service for additional help. The customer responded via email on 04/25/2018 that she had not been in touch with anyone. The complaint handler at that time forwarded the information to customer service to make contact with the customer to help her resolve her issue and to ask for the pump back for analysis/evaluation, if necessary, which was done on 04/26/2018 with no response from the customer as of the date of this report. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc via email that her pump in style breast pump was not working well and she kept getting mastitis because the pump was not getting all of the milk out of her breasts.